Event description:
The customer contact reported the device touchscreen does not respond. The device was returned to the biomedical department for an unspecified reason. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device touchscreen responded; however, the keys were slightly out of alignment. During a review of the device history the touchscreen: button ID: invalid errors were noted. The probable cause was due to contamination on the touchscreen connectors. This was due to fluid ingress. This report represents all the info known by the reporter upon query by hospira personnel.